Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The pump was unable to perform the displacement test due to missing segments. The pump was also received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that her son was out skateboarding and he dropped his pump. The mother stated that the screen was not cracked but there is discoloration on the screen and you cannot see anything. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.